Event description:
On 12/5/96, the MFR's technical sales specialist was informed by the surgeon the device would only infuse when the pt was in a certain position. No further details are available.

Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: the device septum showed normal usage with no internal damage. A thorough examination of the 9" catheter showed no evidence of cut, tears, holes, compression/"pinch off sign" or catheter shear on the device tubing. The device was patent and did not leak when pressurized to 60psi with air and water. The device performed as intended during the MFR's analysis. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the information available and the results of the MFR's analysis, the report that "the device would only infuse if the patient was in a certain position" could not be confirmed. The customer will be notified of the MFR's findings. No further details are available. The MFR is now closing the file on this event. H.11. Corrected data: on the initial medwatch report submitted on 1/2/97, section f.6., date user facility or distributor became aware of event read 11/18/96; however section f.6. Should have read 11/15/96.